Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, abbott vascular returned (B)(4) lab received the 2.5x15 xience v rx stent delivery system (sds) with its balloon separated from the shaft. Additional information received from the site indicated that the physician noted that the catheter was broken near the proximal end of the stent strut, but a balloon break or separation was not noted during the procedure. No additional information was provided.

Event description:
It was reported that during the procedure, after pre-dilating the lesion using a 1.5 x 12 non-abbott balloon dilatation catheter, a 2.5 x 15 xience v rx stent delivery system (sds) was advanced over a non-abbott guide wire and toward a heavily calcified, de novo lesion in the moderately tortuous distal circumflex coronary artery, however, though force was applied, the sds was unable to cross through the heavy calcification in the vessel; despite all necessary efforts to cross, the patient was recommended for surgery for the inability to treat the lesion due to the vessel and lesion complexity. The xience v rx sds was withdrawn from the anatomy, with slight resistance felt, but no force applied. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Balloon/distal shaft break was not confirmed; however, balloon/distal shaft separation was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.